Event description:
It was reported on (B)(6) 2021 that the hospital had a bacteriologic study on the suture, and it showed the 2-0 round needle suture had staphylococcus kloosii reproduction. The same lot was tested again after another shipment, and it resulted in no bacteria reproduction. There was no patient involvement reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the package was said to be sterile. We don't have any samples. No visuals, only the result was shared. There is no patient involvement. No patient consequence. No medical intervention is needed. The analysis was performed by stitching in lav environment. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.